Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced two infusion set leaking on (B)(6) 2025 and (B)(6) 2025 the leakage was into reservoir . The insertion site was abdomen and buttocks. No further information available.